Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of a resting heart rate higher than the device was programmed. The patient was seen by a physician, and the resting heart rate was lowered. The patient later complained of having terrible insomnia since implant, which the physician does not feel is related to the device. Further device checks indicated that the device has been functioning normally. The device remains in use. No patient complications have been reported as a result of this event.